Event description:
It was reported that during a percutaneous coronary intervention a shaft fracture occurred. The 99% stenosed lesion was severely calcified and very tortuous in an unk lesion location. A plain old balloon angioplasty procedure was performed with a 2.25x15mm quantum maverick monorail balloon and removed. When the physician attempted to insert the balloon into the pt again it did not cross the lesion. When the physician pushed the balloon the proximal shaft kinked. Once removed the shaft kink broke outside of the pt. The procedure was completed with another of the same device. The pt status is listed as "no problem" with no complications reported.